Event description:
The customer states that she obtained the bg result of 100mg/dl on the accu-chek compact plus system. She felt hyperglycemic. Her normal bg range is 100-155mg/dl. Within 10 minutes, her bg was 267 mg/dl on her physician's meter. Her physician treated her with 30 units of lantus. The results of the treatment undisclosed. During a separate event (per meter memory), the customer reportedly rec'd the following results on the accu-chek compact plus system: 100mg/dl, 140mg/dl and 63 mg/dl. The test results were obtained within 10 minute timeframes with each set of comparisons. No reported actions taken or treatment rendered with the second set of comparisons. New system sent to customer and return requested.